Manufacturer narrative:
Product inquiry states the screwdriver shaft to be the subject product. No further associated products were reported. Review of the DHR revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for a longer time (manufactured 2013), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The edges of the ao-reception show signs of slight deformation but no significant damage was found. The reported issue of a ¿defected thread of screwdriver¿ could not be reproduced. A function test performed revealed that the screwdriver returned is fully functional. The ao-reception could be connected and released with a teardrop handle, ao coupling (sample) as intended. Each instrument will inevitably suffer from long and frequent use. Evaluation revealed that in this case the event is not related to a deficiency of the device, but is rather linked to normal wear and tear over the times of use. The brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damage and recommends removing of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse that the screw thread broke.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse that the screw thread broke.